Event description:
The customer contacted stryker to report that their device did not recognize the hard paddles. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker provided the customer with a repair quote; however, the customer did not request any follow-up and will proceed with the recommended repair/evaluation at their discretion. The cause of the reported issue could not be determined.